Event description:
The nurse alleged that the event happened on (B) (6) 2010. The pt's mother was in the room at the time of the event. The nurse alleged they were lowering the bed and the head section fell while a pt was on the bed. The pt was not injured.

Manufacturer narrative:
The technician could not duplicate the alleged failure. The technician found that the bed will not stay up and he could not make the head of bed go down without pulling the CPR switch or pressing the head down button. The technician found the head worm gear had no lubrication on it, causing it to stick. The technician lubricated the gear thoroughly with grease to repair the bed.